Event description:
Tip of 3-0 sh taper needle on an ethicon, coated vicryl plus antibacterial suture, broke off while closing fascia. Needle and tip accounted for in their entirety. FDA safety report ID# (B)(4).